Event description:
It was reported that during an ablation procedure, when heating blue pixels appeared on the screen in areas where they were no expected. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.